Event description:
The following has been reported: biomed reported: a unit need to be sent out for repair. No patient harm was involved. (B)(6) the unit has a "service needed" exception that restricts it from usage in service. It will have to be pulled and sent out to the vendor for repair. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.